Event description:
It was reported that the pt experienced a loss of stimulation sensation and received a "low battery" message on the programmer. No pt falls were reported. During the neurostimulator replacement procedure, it was observed that the lead insulation was cracked with exposed wires that were fractured. Normal impedances were measured. Both the neurostimulator and the lead were replaced. The pt left the hospital with good stimulation at appropriate levels.

Manufacturer narrative:
(B)(4).